Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: the battery compartment was observed to be cracked near the top, and below the bumper pad. There was no damage or peeling observed to the keypad. The returned battery cap tightened fully and was used for testing. Unrelated to the initial complaint, the down and up keys were intermittingly unresponsive; the ok, and contrast keys were responsive to testing. The keypad was removed and contamination was found under all the key contacts. The display was observed to be dim and pink in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.